Event description:
Report received of pump cassette alarms leading to a delay of pt therapy in two separate incidents. It was reported that the patient was receiving dobutamine and levophed by infusion pump when staff experienced repeated cassette alarms with tubing changes. In a second incident, the pt was receiving cvvh, a type of hemodialysis solution, with sodium bicarbonate, calcium chloride and dialysis solution, when the pump generated cassette alarms. It was reported that three tubing set changes were required to silence the alarms and complete the infusion. Customer contact reports that the pt blood pressure remained stabilized during the tubing changes. There was an approximate 10-15 minute delay in the infusions due to staff interventions to correct the alarm situation. There was no report of pt harm or injury and no reported adverse sequela due to the incident.